Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an ac power failure, causing the pyxis to restart. A field service engineer confirmed with customer that they stated that the device powered down while trying to access medication. A field service engineer opened the back panel and checked the ribbon cable and the power cable. All drawers and cubie pockets were functioning properly. No issue found on the device. System was functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es station experiencing an ac power failure, which led to the station restarting. Each time a nurse attempted to retrieve medication; the device displayed a message indicating an ac power failure before restarting. There were no adverse events or injuries reported due to this event.